Event description:
It was reported that this right ventricular (rv) lead exhibited noise and low pacing impedance (less than 200 ohms) on the right ventricular (rv) channel. The patient reported having palpitations. A technical service (ts) consultant reviewed device data. Noting that the noise on the rv channel is consistent with muscle noise. Ts recommended lead integrity testing, including pocket manipulation, integrity maneuvers, and x-ray imaging. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Device remains in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.